Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that there was an issue under one of their caps that turned out to be a resorption issue. They were sent to a surgeon by their dentist who repaired the issue. After the surgery the site became infected and the patient required antibiotics and a rinse. They also reported that the bottom teeth has not moved correctly.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.